Event description:
The device was out of order a month after implant. Stimulation parameters were reported as 'normal'; specific numbers not provided. The pt stopped feeling stimulation and return of pain. The device was replaced. No outcome was reported. Additional information has been requested.

Manufacturer narrative:
(B) (4).